Event description:
On 30/jun/2022, fresenius became aware this 39-year-old female patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis (date not provided). No additional information provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the outpatient dialysis clinic on (B)(6) 2022 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 3723 u/l, polymorphs = 91%) were collected, and the patient was diagnosed with peritonitis. The patient was treated outpatient with oral nystatin (dose, duration not provided) daily and ceftazidime 2000 mg daily x 21 days. The patient¿s peritoneal effluent culture result returned positive for methicillin resistant staphylococcus aureus, and the patient¿s antibiotics were continued. The peritoneal dialysis registered nurse (pdrn) attributed causality to a touch contamination event which occurred several days prior. The patient awoke late for work and admitted to not performing proper hand hygiene before disconnecting. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. A repeat cell count performed on (B)(6) 2022 revealed the wbc count dropped to <10 u/l. The patient is recovering from the events and continues to perform ccpd at home utilizing the same liberty select cycler as before without reported issue.